Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging a history/settings (inaccurate delivery) issue. No details regarding the alleged issue were provided. There was no indication the product caused or contributed to an adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 09/29/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/21/2017 with the following findings: the pump was exercised for 24 hours with a 2.0u/hr basal rate. At the end of testing, the pump had correctly recorded the total amount of insulin delivered. The recorded total daily doses of insulin added up correctly and reflected the user's programmed settings. The pump passed a delivery accuracy test with no issues. The pump was found to be delivering within range. The alleged issue could not be duplicated.